Event description:
A representative reports that a nurse specialist reported nurses are unable to instill water via the gray inflation port. If they do; they cannot get more than 20cc's.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. The representative will perform an in-service on (B)(4) to engage with the nurses to ensure that luer is locked completely; may need to push in syringe; turn fully; instill fluid at a slow; steady pace. No additional patient/event details have been provided to date. The lot number was not provided. Therefore, we are unable to determine the specific third party manufacturing site. A return sample for evaluation is not expected. Should additional information become available, a follow up report will be submitted. Note: the actual date of event is unknown, so the date used was the date convatec became aware.